Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician placed a taxus express2 3.0x32mm drug eluting stent to the 99% stenosed lesion located in the heavily calcified and moderately tortuous, proximal right coronary artery (rca). The lesion was pre-dilated with a non bsc 2.5x20mm balloon. The physician then attempted to place a taxus express2 3.0x20mm drug eluting stent to the distal rca, but was unable to cross the lesion. Upon removal of the stent system "engaged position of the guiding catheter was unfixed and bounded, and the entire stent system came off coronary artery." After removal of the entire stent system, the physician noted that the stent had come off in the proximal edge of the previously placed stent. The physician was able to successfully snare the stent and complete the procedure with this same device. No patient complications occured. Patient status is noted as "good."